Event description:
Report received from (B)(6) stating "debris is sterile packaging'. It is known that this event did not occur during surgery and that there was no patient/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the customer's complain of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material (lfm) when inspected at (B)(4) magnification". No lfm cold be found on device when inspected at (B)(4) magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional information becomes available, a supplemental report will be sent. (B)(4).